Event description:
The manufacturer was informed by the (B)(4) that a patient on an oxygen therapy was hospitalized for 9 days with hypercapnia due to the bi-level positive airway pressure (bipap) device not cycling from exhalation pressure to the inhalation pressure. The patient has since been discharged and has recovered.

Manufacturer narrative:
The device was evaluated by the manufacturer and confirmed it did not cycle to the inhalation pressure. However, the device did properly provide exhalation pressure as intended. The device error log indicated thirty-two, occluded flow sensor error codes beginning (B)(6) 2012. Disassembly of the device revealed evidence of water ingress to the flow sensor that had resulted in its corrosion and failure. The manufacturer concluded the failure of the device was the result of water ingress and corrosion to the flow sensor printed circuit assembly (pca). Patient labeling warns the user against mishandling and water ingress. The device is intended for the treatment of obstructive sleep apnea and the short-term loss of therapy by itself does not pose a significant health or safety risk. In addition to the obstructive sleep apnea, the patient was also suffering from copd and was receiving 4l/min of oxygen 24-hours per day. A review of the device's complaint history record from january 1, 2006 to june 6, 2012 indicates 1 other similar incident associated with this failure. G5: k050759.